Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor accidently got ripped out. Customer removed it and the needle was not there. Customer was not sure if its stuck in arm. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer reports the sensor was no longer in the body. Customer reports that they did not received medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.